Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm or display anomaly noted. No moisture damage found inside the insulin pump. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 374 mg/dl. The customer stated they had jumped into a pool while connected to the insulin pump prior to the button error alarm occurring. The customer was unable to clear the alarm to check the alarm history during troubleshooting. It was also found the buttons were unresponsive on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.